Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220605 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tech went to close the groin with a 6/7f mynxgrip vascular closure device (vcd) and while deploying the peg it did not deploy and was left on the device. The product was removed from the patient and manual pressure was held. There was no reported patient injury. There was no patient complication. The device was used in a diagnostic heart catheterization. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. The device was used in an artery. The physician stated they shuttled down the device completely but the representative believes they did not. There was no significant resistance when shuttling down and there was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: , g3, g6, h1, h2, h3 and h6 as reported, the tech went to close the groin with a 6/7f mynxgrip vascular closure device (vcd) and while deploying the peg it did not deploy and was left on the device. The product was removed from the patient and manual pressure was held. There was no reported patient injury. There was no patient complication. The device was used in a diagnostic heart catheterization. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. The device was used in an artery. The physician stated they shuttled down the device completely but the representative believes they did not. There was no significant resistance when shuttling down and there was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant was observed exposed to blood, protruding out from the outer cartridge tubing side slit, and the advancer tube remained inside the shuttle cartridge. The procedure sheath was on the device, fully retracted. The device was inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced completely and retracted to the black handle without issue, and the advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2220605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
As reported, the tech went to close the groin with a 6/7f mynxgrip vascular closure device (vcd) and while deploying the peg it did not deploy and was left on the device. The product was removed from the patient and manual pressure was held. There was no reported patient injury. There was no patient complication. The device was used in a diagnostic heart catheterization. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. The device was used in an artery. The physician stated they shuttled down the device completely but the representative believes they did not. There was no significant resistance when shuttling down and there was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The product was not returned for analysis. A product history record (phr) review of lot f2220605 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.